Event description:
It was reported that a patient had experienced a shocking or jolting sensation after the implant when she had left the hospital. It was stated that the patient was fine after a healthcare professional showed her how to turn the stimulation down.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v861091, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).